Event description:
The customer reported the system displayed error codes and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a power supply wire. The system operates as intended.